Event description:
Sterile surgical gown in pack noted upon donning to have a hole in the sleeve. Immediately removed and scrub tech scrubbed back in with new gown/gloves. Nothing on the field had been touched. FDA safety report ID# (B)(4).